Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (300 mg/dl). Customer treated elevated level using insulin pens. Recommendation was made by tandem technical support to consult health care provider.